Event description:
It was reported that the physician was concerned regarding the device having no output as well as intermittent noise on both the atrial and right ventricular (rv) leads. The patient received a holter monitor which detected pauses in pacing that occurred during syncopal episodes. The physician removed the device and rv lead and replaced them with a new device and new rv lead. The atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: a3dr01, ipg implanted: 2012-(B)(6). (B)(4).